Event description:
The customer reported that she accidently delivered too much insulin and passed out. The paramedics were called and she was treated. Initially, the customer called in regards to her active insulin. No further info was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.